Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken. Analysis also found the battery release, lead flex cover, battery drawer and battery flex contaminated, the two side bail covers and the ring cover broken, the battery contacts compressed and one side bail and the ring missing. (B)(4).

Event description:
It was reported that there was physical damage to the case of the external pulse generator. The generator was returned for service. It was indicated that there was no patient involvement associated with the event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis.